Manufacturer narrative:
The lens was received cut in 2 pieces across the optic precluding diopter measurement. A review of our implant database confirms the initial implant of 25.5 d was exchanged for a 24.0 d lens of the same model suggesting the iol was not the cause of this event. The iol met all specifications prior to release. All available information is provided in this report.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 10 weeks after implant. Reason stated was due to the refractive results.